Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found due to wear of the scope cover packing, and deformation of the plug unit, water tightness was lost. Due to a chip on the plastic distal end cover, insulation resistance value at distal end did not meet the standard value, it was also shaved. The adhesive on the bending section cover had wear, and the connecting tube was buckled. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer returned to olympus, that the evis exera iii gastrointestinal videoscope had a leak in the connector. The device was returned for evaluation. During the device evaluation, a whitish foreign material was found inside the air/water tube, air/water cylinder, and jet tube. The jet tube was also clogged, and the water could not be supplied. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined. It is likely the foreign material remained in the device because reprocessing could not be conducted propely due to a leak in the scope cover. It was also noted that the material could not be identified. The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-190 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif/cf/pcf-190 series reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.